Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged kidney stone surgery. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on march 15, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging that the device is noisy, stopped working, and patient had kidney stone surgery related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and manufacturer observed an unknown contaminant on the accessory flip doors along with a discoloration to them. An unknown dark contaminant was observed on the top enclosure and inside the inlet of the blower box. Dark specs of an unknown contaminant were observed on the exterior and interior of the iso port on the rear panel. The exterior of the rear panel was observed to have a brownish discoloration to it. The same discoloration was also observed on the interior of the top enclosure, front panel, rear panel, blower box, and bottom enclosure . An unknown brownish contaminant with hair like fibers was observed on the rear panel and o-ring of the rear panel . An unknown dust contaminant was observed on the bottom enclosure and rear panel. Hair like particles were observed on the blower box. An unknown dust contaminant was observed on the blower box cap, blower, blower seal, and blower box. A dark brown unknown contaminant was observed on the blower seal and the blower box outlet, confirming debris in the airpath. Evidence of liquid ingress was observed on the blower and blower box. The blower impellers were observed to have a brownish discoloration to them. An unknown foreign object that appeared to have fibers attached to it and a plastic like substance was observed sitting just inside the inlet of the blower box. A tobacco odor was detected coming from the device. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error code. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown and they were unable to directly address the symptoms. Sections d8, d9, h2, h3, h6 has been updated in this report.